Event description:
The consumer reported a false positive result with the covid-19 at-home test. On (B)(6) 2022, the consumer was exposed to covid-19. On (B)(6) 2022 at 7:00 pm the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022 at 8:00 am the consumer performed a covid-19 at-home test and the result was negative. The consumer believed the negative result to be correct. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. For the positive result received on (B)(6) 2022 at 7:00 pm the consumer did not use a nozzle cap and poured the test liquid in the well of the test device. The test device was also not placed on a level surface. The consumer indicated that the test window looked pink when the liquid was applied and thought possible blood from her nose could have in the test liquid and that she did not look to see if there was trace blood on the swab. The consumer did not have a nosebleed at the time of testing. Product labeling states: "dispose of the swab and seal the tube securely with the nozzle cap. Hold the tube upright above the sample well. Drop 4 drops onto the sample well." The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).